Event description:
The pump was returned for investigation. Investigation revealed that a dim and discolored display issue. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: during investigation, the display screen was dim and discolored. A test screen was installed and displayed normally. Unrelated to the complaint, the pump¿s history showed evidence of a loss of prime associated with low force. The pump was able to prime successfully during testing and the force sensor was in calibration. The pump cover was opened and no internal defect was found. (B)(4).